Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell and broke the patient¿s neck. The patient "coded" during surgery. The right ventricular (rv) lead had triggered a lead integrity alert (lia) for oversensing with high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. The rv lead was found to be oversensing non-intrinsic activity causing pacing inhibition. A magnet was applied during surgery to prevent inappropriate therapy. The lead detection and therapies were programmed off. The lead remains in use. No further patient complications have been reported as a result of this event.